Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed the reported driveline damage. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of valvular regurgitation and reduced right ventricular function could not be conclusively established through this evaluation. The submitted photos captured the majority of the external driveline wrapped in multiple layers of rescue tape (first applied under MFR # 2916596-2023-02842). Additionally, damage to the outer jacket was observed adjacent to the controller connector. The observed damage appeared to be cosmetic only. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, "introduction", lists right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline. The heartmate ii patient handbook, is also available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was all wrapped up with rescue tape. An opening near the metal connector was noted. The site was unable to receive data on the monitor. Images of the driveline were reviewed and a break in the distal portion of the driveline by the metal connecter was found. Images of driveline damage was provided and there were no obvious areas of shield breakdown in the external driveline nor in the internal portion of the driveline. The patient's controller was exchanged and will be returned for evaluation. Rescue tape was applied to the break in the distal portion of the driveline by the metal connector on (B)(6) 2023. Exchanging the controller resolved the event. The patient is stable and will be discharged home after echocardiogram. The patient experienced mild continuous aortic insufficiency. It was noted that prior to implant the patient had trace aortic regurgitation. Information received on 11may2023 regarding the transthoracic echocardiogram results report the right ventricular systolic function as mild to moderately reduced with right ventricular size as moderately dilated. Related MFR: 2916596-2023-02743.